Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to be unable to boot up. The cause of the customer reported problem was a damaged main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board and updated software, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device showed error code 42873. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.